Event description:
The customer stated that the architect analyzer generated a troponin result of 0.5 ng/ml. The sample was repeated with a result of 0.06 ng/ml. There was no report of impact to patient management.

Manufacturer narrative:
(B) (4):this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Erratic troponin result. An investigation was performed on the architect i2000 analyzer, list number 3m74-01, (B)(4) and determined that it was performing acceptably. A field service representative (fsr) was dispatched to the account. The customer informed the fsr that they had switched to grenier collection tubes in (B)(6) 2009. Their first observation of the troponin reproducibility issue coincided with this change. The fsr decontaminated the analyzer with bleach and performed a multipoint inspection of the analyzer. The customer's issue has not recurred. Complaint trending was performed and no adverse trends were identified related to this issue. The architect system operations manual and the architect stat troponin-I package insert were reviewed and were found to adequately address the issue of erratic results. Sample handling and sample integrity were determined to be a potential cause of the erratic results, since the issue began when the sample collection tubes were changed to the grenier brand. The investigation did not identify a product deficiency. This is the final report.